Event description:
Yellow protective plastic covering on 30mm vascular reload was removed prior to loading on handle, md fired stapler/reload without issue but small yellow piece found in the patient and removed without incident.